Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device alerting 02 low flow. It alerts, they cleared it and it comes back. Tried to fill reservoir but device would not take up water. Water flow rate (wfr) was 3.1 l/m. Advised device would not take up water because additional water was not needed. Noted only to add water if device explicitly says it was empty and pads have been emptied first. Had stop therapy, empty pads and disconnect. Reconnected all 4 pads holding nowhere near clear connectors and verified audible clicks with each connection. Verified fluid delivery line (fdl) secure and in the lock position. All lines straight with no bends or kinks. Restarted therapy. Water flow rate (wfr) was stabilized at 3.1 l/m. Noted connection was crucial and kept lines straight helps the water flow rate (wfr). Encouraged to call back with any additional alerts or questions. Per customer via phone on 27feb2024, it was reported that therapy was completed on the male patient without any impact. Did troubleshooting with mis. Nurse was instructed to drain the device and unhook and reconnect the hoses and tubes. By doing this, the issue was resolved. They were unsure if the device was sent to biomed. No additional information is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that the arctic sun device alerting 02 low flow. It alerts, they cleared it and it comes back. Tried to fill reservoir but device would not take up water. Water flow rate (wfr) was 3.1 l/m. Advised device would not take up water because additional water was not needed. Noted only to add water if device explicitly says it was empty and pads have been emptied first. Had stop therapy, empty pads and disconnect. Reconnected all 4 pads holding nowhere near clear connectors and verified audible clicks with each connection. Verified fluid delivery line (fdl) secure and in the lock position. All lines straight with no bends or kinks. Restarted therapy. Water flow rate (wfr) was stabilized at 3.1 l/m. Noted connection was crucial and kept lines straight helps the water flow rate (wfr). Encouraged to call back with any additional alerts or questions.